Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was noted that the drill broke in the patient's bone during a case which then delayed the case by 30 minutes. Additional anesthesia was needed to keep patient stable while the patient was xrayed and the surgeon decided how to proceed. The surgeon opted to leave the piece in the patient's bone.